Event description:
A malfunction was reported involving the momentary power loss to the vibrator motor, indicated by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump after being provided with the necessary pump reset information.